Manufacturer narrative:
Per tandem user guide: only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be safe for use in the t:flex pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer reported using u-500 insulin. Tandem customer technical support informed customer that u-500 is off label per the user guide. Customer's blood glucose was around 500 mg/dl. Elevated blood glucose was address with correction bolus via pump. Customer changed pump supplies to address the issue.